Manufacturer narrative:
The symptoms described in this event are consistent with other events where dental material was extruded beyond the apex. There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient experienced an adverse reaction after the use of biopure mtad. The patient had some swelling on the outside of the jaw and was seen by an oral surgeon post-op and the surgeon said the tooth is fine and doesn't need to be extracted. The doctor stated that during a follow-up that the swelling was going down, but the patient does have some numbness.

Manufacturer narrative:
The device was evaluated and found to be within specification.